Event description:
A patient underwent an ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and it was identified that the primary package was damaged. It was reported that before the operation, the sterilization package was broken: the seal of the primary package was found broken after the carton was opened. A second device was used to complete the operation. There was no adverse event reported on patient. Device was not used in patient. Out of box failure is not MDR-reportable. Open pouch seal is MDR-reportable.

Manufacturer narrative:
The bwi product analysis lab a photograph of the complaint device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 5-jun-2023, the bwi product analysis lab was received for evaluation. The product investigation was subsequently completed. A patient underwent an ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and it was identified that the primary package was damaged. It was reported that before the operation, the sterilization package was broken: the seal of the primary package was found broken after the carton was opened. A second device was used to complete the operation. There was no adverse event reported on patient. Device was not used in patient. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The packaging of the device was not returned, however, it is not possible to analyze device returned. It should be noted that all units are inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) per its part number to avoid this type of damage from leaving the facility. The issue reported by the customer could not be replicated during this product investigation. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 5-jul-2023, the photo analysis was completed. Device investigation details: a picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, the pouch of the smart touch catheter was observed wrinkled; however, it could not be determined if the pouch is unsealed. All units are inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) per its part number to avoid this type of damage from leaving the facility. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) on 5-jul-2023, it was identified that the photo receipt was mistakenly omitted from the previous supplemental report.